Event description:
The hosp reported that during a coronary artery bypass procedure, the xpose 4 arm would not tighten. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. Mechanical testing was performed on the device. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. The stabilizer mount, knob, and foot were tested for functionality. Pressure was applied on the stabilizer foot to test for stabilization. The stabilizer shaft was secured in position when the knob was turned clockwise. No non-conformities were found during the testing. Based upon the eval results, the reported complaint could not be confirmed. (B)(4).